Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced initializing screen without manual restart. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on thu may 10 17:45:29 edt 2018 with MFR# 3004753838-2018-31159. The ack3 was received on thu may 10 17:45:29 edt 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a defective battery with a cracked controller chip. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, there were no issues related to the customer complaint. Functional testing was performed and it passed. The reported event of receiver showing initializing screen without manual restart could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).